Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 1.1; lab: 2.47. Patient's target therapeutic range is 2.0-3.0. Results done within 2 hours of each other.